Event description:
The customer reported that during a fluoroscopy procedure, system was failed. The pt was moved to another room and there the pt died. It is not clear whether the system contributed to the death.

Manufacturer narrative:
(B)(4). Eval method, result, conclusion: investigation is still ongoing on this event. When investigation is completed, a follow-up report will be sent to the FDA.